Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 550 mg/dl at the time of incident and current blood glucose level was 276 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was feeling aggravated due to high blood glucose level. Customer was treated with insulin pump and feel ok to trouble shoot. Drive support cap was scratch. The device will not be returned for analysis.